Manufacturer narrative:
The reported event of forced reboot was confirmed in the lab. The cause of the field event is code corruption.

Event description:
It was reported that the patient presented for initial implant. Before the procedure, the nurse attempted to program the implantable cardioverter defibrillator and was prompted to reboot the device. The device was reset and programmed. Before closing the pocket, impedance, sensing, and threshold measurement were checked and an error message was displayed that prompted another reset. Multiple programmers were used to interrogate the device with no success. The physician elected to not use the device and implanted another device instead. Patient was stable post procedure.